Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place. The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
When the physician pulled on the trial catheter to remove it, it sheared and broke. Some metal from the wire wrap was left through the tunneled site. The pt was taken to surgery that day to remove the wire segment and attempt to grab the catheter. The wire was removed from the fascia; they were unable to grasp the remaining catheter segment. The pt was discharged without sequela. On (B)(6) 2010, the neurosurgeon removed the remaining catheter via laminectomy. It was noted that the catheter entered the dura midline, but the exiting catheter was wedged in a joint. The pt had severe scoliosis and degenerative disc disease. The neurosurgeon proceeded to implant the pt with a pump and catheter. The pt recovered without sequela.